Manufacturer narrative:
Product analysis conclusion: the reported positioning difficulties could not be confirmed on the films provided, however, difficulties in positioning the device in the patient could be appreciated on viewing the severely calcified and tortuous anatomy. The procedural angiograms provided were of short duration and only depicted part of the tip of the delivery system advancing through the stent. Attempting to pass the delivery system through a previously implanted stent may have also contributed to the event. The patient's cause of death could not be assessed nor determined. B5; additional information received : it was confirmed the patient died of heart problems, it was reported the death was not related to a failure of the endurant aui stent graft or the evar procedure. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion : a series of four (4) images were received from the account. One (1) image shows the shelf carton label of an endurant aui device; the customer facing number (cfn) and serial number matches that reported on gch. Three (3) images show the device handle label, pouch label and facility labels. The reported positioning difficulties could not be confirmed based on the image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft was intended to be implanted during the endovascular treatment of a 58.4mm aaa on (B)(6) 2023. It was noted pre-operatively that the patient had an abdominal aortic aneurysm, bilateral common iliac artery aneurysm, bilateral common iliac occlusion and the average diameter of the thinnest part of the external iliac was 7.3mm. It was reported that during the index procedure a balloon was placed in the right common iliac to dilate it and a balloon dilation stent was implanted. After the access was opened, the outer sheath of the endurant aui stent graft could not pass smoothly into the patient's body through the access blood vessel. The physician withdrew the stent and ended the surgery. The patient expired on (B)(6) 2023. It was reported it is unknown whether the patient death was device or procedure related. The cause of death can not be provided. Per the physician the cause of the positioning difficulties was related to the patient's anatomy. It was noted that the patient's access blood vessels were twisted, calcified and narrowed. No additional clinical sequalae were provided and the patient is expired.